Manufacturer narrative:
Medical action industries repackages the sponges provided by carwild. Medical action industries has no other complaints for this issue received in the past three years. Carwild performed an investigation of sponge lot number. Device history record was reviewed, there were no findings. No deviations were reported during manufacture. Raw materials and manufacturing equipment were reviewed. There were no changes or issues noted. A root cause was not established, this appears to be an isolated incident. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this event is available for evaluation. The complaint component sponge kitter dissector part number 9160-02 is manufactured by carwild corporation (FDA registration 1219313). A scar was issued to the supplier on (B)(6) 2024. A follow-up report will be provided upon conclusion of investigation and response by the supplier. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The doctor reported the sponges were unraveling and flaking into little pieces. The incident was identified during thyroid surgery and the surgery was prolonged as a result of the issue. The surgeon picked all the little pieces out of the wound which took time and intricacy.